Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. During the valve implant procedure, the valve was intentionally implanted at a shallow depth. Moderate-severe paravalvular leak (pvl) was observed. A post-implant bav was performed, and during the bav, the valve dislodged. A second valve was subsequently implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve was not returned as it remained implant. A review of the device history record (DHR)for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No images were available for medtronic review. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-exi sting patient conditions. In this case, a conclusive cause could not be determined from the limited information available, but shallow position may have been a contributing cause. A post-implant balloon aortic valvuloplasty (bav) was performed to address the pvl, but caused the valve to dislodge. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Although a conclusive root cause could not be determined from the information available, the combination of a shallow position and post-implant bav was a likely contributing cause. Dislodge events are typically not related to a device malfunction. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 result, method, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.